Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed because he was experiencing lack of erection due to device fluid loss. An ams700 15cm lgx device and 100ml conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.